Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. The returned sample determined that a foreign matter was observed in the sealed overwrap of product code . Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the quality system. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - could you please confirm the location of the foreign matter reported in this complaint: inside the sterile barrier or outside of the sterile barrier? >inside - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). >hiromi tokuyama attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-04056, 2210968-2024-04057

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date, and suture was used. Before opening the package, black foreign matter was found in the individual packaging box. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.